Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had air bubble in o-ring of reservoir. Customer also reported that they are experiencing high blood glucose of 260mg/dl. Customer stated that there might reservoir pushing air bubble so blood glucose was rising. High pressure test was passed. Infusion set and reservoir need to be replaced and not be return for analysis.